Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when the red level sensor was on, it does not function even when the fluid level of venous reservoir is below the sensor position. The sensor reacts when it is completely unattached to the sensor pad, but if it is attached to the sensor pad completely, it does not function. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Per clinical summary 30-sep-2015: the subsidiary site provided answers to script questions and these allowed for clinical assessment of the event. In this case, a medos 7000 hilite oxygenator and venous reservoir were used. The reservoir is round with no flat surfaces in the wall of the reservoir. According to the subsidiary site, the user followed the instructions for use (IFU) guidance in applying the level sensor pad for at least five minutes before connecting the level sensor. The gel packaged with the sensor pads was used to couple the sensor to the pad and reservoir. The sensor was not placed over labels or seams, but since no flat surface exists the sensor pad was not able to be placed on a flat surface as described in the IFU. During set-up, there were indications of coupling issues and / or issues with sensor function. There were no issues found with the module and no red-x or question marks (?) Were seen on the central control monitor (ccm) and no damage was observed at the face of the sensor. With all the information provided, it appears that there were coupling issues and level not attached messages likely occured. When coupling is an issue, the user is informed of an issue (level not attached message) and the sensor does not alert or alarm during this period. This same behavior continued into the cpb period. According to the subsidiary site, the sensor was changed out during the procedure and there is no further mention of an issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed by laboratory evaluation and script questions. During laboratory evaluation, it was noted that the sensor face was slightly deformed. The sensor exhibited concavity which may preclude proper coupling between the reservoir wall and sensor face. The sensor operated as intended during lab analysis, issuing no ¿not attached¿ messages and responding appropriately to fluid-present and fluid-absent conditions. The customer reported they are using a medos 7000 hilite oxygenator and reservoir. The surface of this reservoir is rounded, with no flat surface to attach the level sensor. Manufacturers operator manual specifies that the level sensor shall be mounted to a flat area of the reservoir free of obstructions or support ribs. A rounded surface can preclude proper coupling between the reservoir wall and sensor face. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.